Event description:
This is a complaint about liquid leakage during use. It was reported that liquid leaked from a vial with a protector attached to it. It is unclear whether the leakage is from the protector or the vial.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was returned to our quality team for investigation. The product was inspected, no damage was observed on the protector and the protector spike was verified to have punctured the vial stopper properly. Functional testing was performed and no leakage between the protector and vial was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. It was identified during our evaluations that there was a film around the vial. It is possible this impacted the connection of the protector onto the vial. Given we did not observe any leakage during our testing, we cannot verify this to be true for the reported incident, therefore a definitive root cause cannot be established at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
This is a complaint about liquid leakage during use. It was reported that liquid leaked from a vial with a protector attached to it. It is unclear whether the leakage is from the protector or the vial.